Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Of note, multiple patients were noted in the article and without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Possible device model families could include the following: protecta, virtuoso, entrust, secura, intristic, evera, and marquis. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: long-term outcome of epicardial implantable cardioverter defibrillator systems in children: results justify its preference in paediatric patients. Europace. 2018; 20(9):1484-1490. 10.1093/europace/eux284. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding implantable cardioverter defibrillators (ICD), pacing-sensing and defibrillation leads. The article discussed the use of epicardial leads and cardioverter defibrillation systems in pediatric patients. The article showed there were patients that received inappropriate shocks due to lead fracture, t wave over-sensing (twos) resulting in double counting, over-sensing of make-break artifacts, atrial fibrillation, and high heart rates resulting from sinus tachycardia or supraventricular tachycardia. In some of these patients the problem was solved by re-programming or medication. It was also learned there were lead dislocations suspected to be a result of rapid physical growth, and a case of device migration toward the pleura. In the latter case, the device was re-positioned. Additionally, the sensing, pacing, impedance values of some of the leads were not always stable and there was an increase in the pacing capture threshold. There was a case of infection which occurred post ICD revision, and there were patients where detection of ventricular tachycardia (vt) or ventricular fibrillation (vf) was not reliable. The status of the devices and leads is not known. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.